Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. G4: device is not distributed in the united states, but is similar to device marketed in the USA. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part# 07.702.016s, lot #: 2h53531, manufacturing site: werk selzach logistik, release to warehouse date: 09.aug.2022, supplier: (B)(4), expiration date: 01.aug.2025. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the photo cannot confirm the reported inability of mixing cement. It can be observed on the provided photo evidence of what appears to be hardened cement inside the body of the cement mixer instrument. A cement retains test was requested to (B)(4) and it showed no deviations. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for vertecem v+ cement kit. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from china reports an event as follows: it was reported that during an unknown procedure on (B)(6) 2023, the cement of the kit in question would not mix properly. Another device was opened and used to complete the surgery. There were no adverse patient consequences. No additional information is available. This report is for a vertecem v+ cement kit. This is report 1 of 1 for (B)(4).